Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous cephalic vein. A 6.00mmx 50cm 2cm peripheral cutting balloon was selected for use. During procedure, dilatation was performed after the target lesion was crossed; however, balloon ruptured when inflated within constant pressure. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous cephalic vein. A 6.00mmx 50cm 2cm peripheral cutting balloon was selected for use. During procedure, dilatation was performed after the target lesion was crossed; however, balloon ruptured when inflated within constant pressure. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was good. The device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination identified no issues with the shaft of the returned device that could have contributed to the complaint incident. No other issues were identified during the product analysis.